Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and the absorbable straps were used. It was reported that it was impossible to put the last 5 staples. It was also reported that the device delivered staples but staples were not as expected; they could not hold the tissue. It was also reported that after releasing several staples, the device got jammed and could not deliver any staples anymore. There was no patient impact. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 06/02/2020. Additional information: d4, d10, h4. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and no straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. Per the evaluation of the sample a possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/1/2020. Additional information: d10, h3.